Event description:
Patient was being transferred from intermediate care unit to the medical surgical unit on 2t on bipap v60. The bipap screen went blank and said; "vent inop" as patient was exiting the elevator. Pt vital signs stable at this time. Pt placed on 3l nc. Bipap was switched out on arrival to floor. No harm to pt.